Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator alarmed for a service required error message. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at a third-party service center, review of the event log, revealed a not reportable code (low priority alarm) regarding power supply being disconnected was noticed. No repair was necessary. No further investigation is required at this time.

Event description:
The manufacturer received information alleging a ventilator alarmed for a service required error message. There was no harm or injury reported. The device was not in patient use. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.